Manufacturer narrative:
Two used administration sets with two outer bags of lot cf1310970 were returned to salt lake city moog for evaluation. The administration sets were run with curlin pump, serial number (B)(4), and no leakage was found during the volumetric test with water. The complaint was unable to confirm.

Event description:
Info received indicates that the administration sets were leaking at the y site connection. Customer will be sending in the two sets affected. There was no patient impact reported.